Event description:
Consumer is female who received a burn from heat patch on her right hip. Consumer was self treating with cortisone cream. No medical attention was sought.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Unable to run complaint history check or device history review as lot number is unknown. Regulatory compliance will continue to monitor on monthly trend reports.